Event description:
The reporter stated that, when the technician opened the lens vial, there was no lens in it, and then they noticed the lens was stuck to the pt's identification card, and the lens appeared to be yellow in color. No pt contact.

Manufacturer narrative:
.